Manufacturer narrative:
(B)(4). Evaluation results: restenosis of stented segment. Root case of revascularisation unk due to limited information.

Event description:
One complete se was implanted to right common iliac during the index procedure. Approximately 34 months post index procedure bilateral hip pain was reported. Clinically driven tvr/tlr was performed.

Event description:
At time of previously reported intervention, the previously deployed right common iliac stent was patent. There was eccentric 60-70% stenosis proximal to the stent. No intervention was performed to the right common iliac. Balloon angioplasty and stenting was performed to the right external iliac with excellent angiographic outcome.